Event description:
It was reported that a patient had a pelvic floor repair and a bladder sling procedure performed on (B)(6) 2010. The patient experienced no symptom relief, as well as dyspareunia and urinary incontinence. She was seen by her doctor and had to undergo a second surgery. She reports that there was mesh in her vagina that had to be removed. She has since been experiencing no issues or complaints.

Manufacturer narrative:
(B)(4). It was reported that upon review of medical records, the patient did not have mersilene polyester fiber mesh implanted. The patient actually had an aris sling transobturator tape implanted. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Vaginal exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.